Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal hub separated before use. The following information was provided by the initial reporter: material no: 328509 batch no: unknown. It was reported needle hub separate when he removed shield. Stated, the shields are difficult to remove.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 0.5ml insulin syringe. Consumer reported needle hub separate when he removed shield; stated, the shields are difficult to remove. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Unable to perform a DHR review for needle hub separates and shield does not detach as intended due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal hub separated before use. The following information was provided by the initial reporter: material no: 328509 batch no: unknown. It was reported needle hub separate when he removed shield. Stated, the shields are difficult to remove.